Event description:
After complete insertion (6 inches of feed with 1cc normal saline flush with each 1 inch of feed), pt complained of a sensation of facial flushing. There was no apparent flushing. Pt was observed and symptoms subsided spontaneously. No medical intervention was necessary.